Event description:
Hill-rom received a complaint with one of its vest model 105 airway clearance systems where the patient alleged back pain after use. The patient had an x-ray of which revealed a slight fracture of a vertebra in his back. There were no alleged malfunctions of the device and it was inspected by the importer and it was found to be operating within specifications. Hill-rom is conservatively reporting this adverse event due to an alleged serious injury and no malfunction of the device.